Event description:
It was reported that a patient underwent a posterior lumbar interbody fusion on (B)(6) 2022 and suture was used. During the procedure, while the deep part of wound was closing with interrupted suturing, the suture broke continuously. It was unknown how many sutures were broken. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: "provide the specific number of patient events: one. Did the event occur during one or multiple patient procedures? During one procedure. What is the total number of procedures? One. Have any of these events been previously reported to ethicon? No. If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). This event occurred in one procedure. Lot number? No further information is available. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare; active ingredient(s)- triclosan; dosage form - suture/solid/parenteral; strength -= 275g /m. Related to: 2210968-2022-07124.